Event description:
It was reported that the patient experienced ventricular fibrillation and heart block. It was also reported that the patient experienced asystole and had a cardiac arrest. Right ventricular (rv) lead fracture was suspected. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 4968-25 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.